Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the catheter was functional after placement for a short time then the probe stopped functioning. It was not known if it was a problem with the product itself or the placement of the product. There was no delay and no pt injury reported. However, the catheter was replaced after the first catheter stopped functioning correctly. Add'l info has been requested.